Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01599. It was reported that patient's lead had migrated and as a result the patient was experiencing ineffective therapy. Surgical intervention took place where the leads were explanted and replaced to address the issue. The ipg was electively replaced. Effective stimulation was restored.